Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 570 mg/dl. The customer's mother stated that the customer felt terrible, and she was unsure of what symptoms of high blood glucose the customer showed. Upon troubleshooting it was found that the infusion set cannula was out of the body. The customer treated with a syringe and was able to bring the blood glucose reading down to 468 mg/dl. Assisted the mother with connecting the reservoir to the infusion set and filling the tubing. Advised the customer to seek medical attention and to call back later to troubleshoot if necessary. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.